Manufacturer narrative:
Evaluation results: one medfusion was returned for investigation in used condition. The right plunger case was cracked. The motor rate error was verified during an occlusion test. Further investigation revealed that the leadscrew and clutches did not operate properly due to normal wear. The leadscrew and clutches were replaced as a result. No fault was found with the device. The product problem was related to normal wear.

Event description:
It was reported that there was a motor rate error during calibration. There was no patient involvement.